Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a device check post implant. It was noted that the left ventricular lead was not capturing. The lead was noted to be dislodged. The lead was explanted and replaced.